Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 4.1 inr on the coaguchek xs system and was advised by his physician to go to the hospital. Approximately 4 hours later a comparison lab returned as >9.0 inr. Caller was admitted to the hospital for one week. No treatment information provided. Requested return of suspect system and replacement was sent.